Event description:
It was reported that the impedance increased on the left ventricular lead (lv) ring and was high. The lv ring had a fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d314trm ICD, implanted (B)(6) 2012; 6947m lead, implanted (B)(6) 2012. Event summary - the full lead was returned in segments and analyzed and no anomalies were found. (B)(4).